Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient required a modular cable exchange due to tears and oxidation on the patients current modular cable. The center planned on exchanging the patients current system controller with the patients backup system controller during the exchange as part of the modular cable exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the system controller being exchanged and a functional issue with the controller was not determined. The exchanged system controller (serial number unknown) was not returned for analysis, and no log files from the exchanged system controller were associated with the reported event. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be determined through this analysis. The serial number of the exchanged system controller was not provided. He heartmate 3 patient handbook section 2 ¿how your heart pump works¿ and the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) section 2 ¿system operations¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the IFU can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.